Manufacturer narrative:
Eval code method; eval code result; eval code conclusion: the subject device was not received for analysis. Procedural images were submitted for review which confirmed valve deployment was complicated by the calcified anatomy which caused the inflow to be severely constrained with paravalvular leak (pvl) noted. The angiogram confirmed the post-implant balloon aortic valvuloplasty provided a good result. Per the device instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Per IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). A conclusive cause of the coronary occlusion could not be determined from the limited information available, but incomplete expansion of the valve was a likely contributing cause. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, it was reported from the physician that the cause of hypotension was likely due to the under expanded valve which may have caused a left ventricular outflow tract obstruction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that vascular access for the valve implant was achieved via the right femoral artery with a minimum access vessel diameter of 7mm. The patient's native aortic valve was massively calcified and stenosed which prevented the valve frame from fully expanding as expected when the valve was deployed. Per the physician, the under expanded valve may have caused a left ventricular outflow tract obstruction resulting in hypotension. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, expansion of the prosthetic valve was insufficient due to a calcified native aortic valve. As a result, the blood pressure dropped with report of temporary output obstruction during positioning which was treated with cardiopulmonary resuscitation (CPR) via cardiac massage. The delivery catheter system (dcs) was removed and the valve was post-dilated. Following the valve implant, stenosis at the puncture site of the right femoral artery was present. The puncture site was opened which revealed plaque rupture and a localized dissection. The vessel was reconstructed with a patch. No additional adverse patient effects were reported. Additional information was received which indicated the implant was performed via a surgical cut-down of the right common femoral artery. The minimum diameter of the access vessel was 7mm. Per the physician, the stenosis at the access site was likely due to the suture technique used to close the surgical cut-down. It was also reported from the physician, that the cause of hypotension was likely due to the under expanded valve which may have caused a left ventricular outflow tract obstruction. An aortic root angiography showed trace paravalvular leak (pvl) prior to post valve implant dilation. Following post dilation, zero-trace pvl remained. No additional adverse patient effects were reported. Additional information was received that corrected the previous paragraph: stenosis was noted at the access site. A surgical cut-down procedure was performed which identified a plaque rupture and a localized dissection. Vascular access for the valve implant was achieved via the right femoral artery. The patient's native aortic valve was massively calcified and stenosed which prevented the valve frame from fully expanding as expected when the valve was deployed. Per the physician, the under expanded valve may have caused a left ventricular outflow tract obstruction resulting in hypotension. Per the physician, the dcs may have caused or contributed to the dissection. No additional adverse patient effects were reported. Additional information was received that following the transcatheter aortic valve implantation (tavi) procedure a small, hemodynamically insignificant pericardial effusion was identified. A slight decrease in hemoglobin levels were observed; however, there was no overt bleeding. No treatment was required. Per the physician, neither the medtronic valve nor the dcs were contributing causes to the clinical observation, but probable in relation to the tavi procedure.

Manufacturer narrative:
Continuation of d10: product ID envpro-16; product lot/serial number unknown; product type: delivery catheter system; implant date na; explant date na. Product ID l-envpro-16; product lot/serial number unknown; product type: compression loading system; implant date na; explant date na. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, a nose bleed occurred. A nose tamponade was performed. The nosebleed resolved. The cause of the nose bleed was unknown but could have been due to the nasogastric (ng) tube. The hemoglobin (hb) level was measured at 12.7 grams per deciliter (g/dl) and later at 12.2 g/dl. Prior to the procedure hb was 15.4 g/dl. One day after the procedure, the hb was 10.9 g/dl and subsequently measured at 11.5 and 11.6 g/dl on following days. Per the physician, the bleeding did not have any relation to the valve or valve implant procedure. Additionally, the physician now indicated that the blood pressure decrease was causal to the valve and procedure. The stenosis of the right femoral access site was reported as causal to the delivery catheter system (dcs) and procedure. The pericardial effusion was reported causal to the procedure.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, expansion of the prosthetic valve was insufficient due to a calcified native aortic valve. As a result, the blood pressure dropped with report of temporary output obstruction during positioning which was treated with cardiopulmonary resuscitation (CPR) via cardiac massage. The valve was successfully implanted. No additional adverse patient effects were reported.